Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a posterior cuff miss occurred. It ws not specified as to how hemostasis was achieved. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Event description:
A system error (se) 2240 was found during a review of the event logs of the homechoice device. No patient injury or medical intervention has been reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot pocket. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.